Event description:
Event description guidant received information that, approximately 39 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. There was expressed concern regarding the device's battery longevity. It was also noted that this model/serial device is part of the advisory/recalled population of model h155 crt-d devices. It was reported that there was also evidence of noise, presumed to be due to interference from a non-guidant lead (model/serial and implant location unknown) that had been surgically capped in a previous procedure.